Event description:
Caller reported lancet of the safe-t-pro device did not retract and the nurse was stuck with the lancet after it had been used on a patient. No adverse event was reported. No treatment was required. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.